Event description:
A customer reported a malfunction on a pump, indicated by a displayed malf 12 code. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information and guidance to the customer for resetting the pump, and assisted in successfully completing the reset.